Manufacturer narrative:
Investigation, including root cause analysis is in progress.

Event description:
The surgeon reported that during the procedure, the vitrectomy probe and illuminator were stuck in the cannula while in the pt's eye. When he tried to switch out the probe and illuminator, he had to remove both cannulas. The pt experienced a retinal tear. Additional information has been requested.